Event description:
It was reported by service report that the brakes would not engage, the head end jack could not pump up, and the left side rail could not remain latched.

Manufacturer narrative:
Drive link assembly.